Event description:
It was reported that the pump had a "battery communication timeout." No patient injury was reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received on 05-aug-2022 and attached in the complaint: there was no patient involvement. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the top case cracked by the front right bottom corner and a non- OEM (original equipment manufactured) battery was identified in the device. Visible contamination by the plunger head assembly and by the barrel clamp assembly was observed and flippers were stuck when actuated. There was evidence of the error or reported problem recorded in event history log. The reported problem battery communication timeout was not duplicated. The investigation was unable to determine the cause of the reported issue; no physical damage/ contamination to battery or interconnect board was found, however, the non-OEM (original equipment manufactured) battery identified was replaced with the OEM battery. No fault was found with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.